Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a dilated annulus. The first clip was advanced to the mitral valve. While attempting to grasp leaflets, the posterior gripper would not drop. An attempt was made to cycle through and troubleshoot the issue. The gripper appeared to function properly. After additional positioning attempted to grasp leaflets, the gripper did not respond again. It was tested again and still would not drop. It was decided to remove the clip and replace it with another. Two clips were implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported difficult gripper actuation cannot be determined as no issue was identified in returned device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.